Manufacturer narrative:
The insulin pump passed the displacement test, active current test, sleep current test, and selftest. No unexpected power loss alarms/alerts/anomalies noted during testing. Successfully downloaded history files and traces using thus. The following alarms/alerts were noted on event date in history files: low battery alert (104) on (B)(6) 2021 at start time 14:24:00.000,power loss alarm (6) on (B)(6) 2021 at start time 16:51:26.000, and replace battery alert (73) on (B)(6) 2021 at start time 07:35:00.000. Low battery alert was unexpected. Proceeding alerts/alarms were expected. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. The insulin pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor or force sensor. Pillowing keypad overlay noted during visual inspection. Replace battery alert/alarm not confirmed during testing. Unexpected low battery alert due to hardware error, error isolated to electronics stack. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alert or replace battery now alert. Customer stated that timing was less than 8 hours from low battery alert to the replace battery alert or replace battery now alarm. Customer stated that new battery did not resolve the issue. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.